Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Device memory full without device operation by customer. Device switching on automatically. No patient involved.

Event description:
Device memory full without device operation by customer. Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 11th october 2016. Device used with a significantly depleted, or incorrectly seated pad-pak during testing by an unknown third party. The device memory was full upon receipt, as per the reported fault. Information from the technical log showed the device memory became full on the 28th february 2018 when the device recorded multiple failed self-tests, some of which record an in-range patient impedance. Information from the customer indicates third party testing was carried out by an unknown company. The battery voltage was recorded as being extremely low, during one of the log entries that measures an in range patient impedance, resulting in the device entering a charge recovery mode. This is an attempt to let the battery voltage recover before re-attempting to charge. When this mode is triggered, a higher level of capacitor monitoring output occurs which had resulted in multiple entries being logged in the technical log and the device memory becoming full. The returned sam pad device performed to specification throughout testing at heartsine. The battery monitoring circuitry was verified during the investigation. The returned pad-pak was measured and the voltages were found to be consistent with its expiry date and would not have been low enough to trigger a low battery warning. Therefore, it is concluded that the low battery fails recorded were due to the third party incorrectly seating the pad-pak, or using a depleted pad-pak which wasn¿t returned for investigation during their testing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.